Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the artificial urinary sphincter that was originally implanted in 2000, was replaced as it no longer worked due to a hole in the cuff so the patient was not dry. The cuff was deactivated for 6 weeks post surgery, but all looked good.